Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A consumer reported that following surgery, the vision was worse and night vision is worse. Additional information was provided by the consumer, who reported after seeing her doctor several times with both eyes and he informed the consumer it could take 6 months for the vision to be clear and to see. The consumer reported that she cannot see to read (without readers) and only bought these multifocal lenses to avoid that as that was what my doctor told me. The consumer has had some double vision, eyes very sensitive to light. Sometimes they just don't seem to focus together. Further information was provided by the consumer, who reported that the symptoms have not improved. Her eyes cannot focus. She can see at a distance, the issue is for reading. The night vision has glare. She has never been farsighted. Before the surgery she was nearsighted. It is difficult for her brain to adjust. The issue is with both eyes. The doctor informed her that her vision was 20/25. She is a glaucoma suspect and now her pressure is worse too. She had surgery for the eye pressure at the same time as the iols were implanted. She also gets headaches. On (B)(6) 2020 she was informed by her doctor that he that the dryness could be causing the problem. He put things on her tear ducts and then she reported to him that it did not help. There are two medical device reports associated with this consumer. This report is for the right eye.

Event description:
Additional information was provided by the consumer, on social media, that she has double vision, blurred vision. She can't see to read as she was promised. Her eyes are dry and sore. It's a daily problem. She could see so much better before surgery.

Manufacturer narrative:
Additional information was provided in b.5. And h.6. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Patient indicated a surgery for eye pressure at the same time the iol was implanted. Patient is a glaucoma suspect and now eye pressure has worsened. Patient indicated the doctor had informed that the dryness could be causing the problem and, "put things on her tear ducts." The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received stating she had a yttrium aluminum garnet (yag) laser treatment on an unspecified date and even that did not help and had to go in to get glasses. Additional information has been received, the patient stated was able to see well before the lenses were put in and it was further clarified that the patient was prescribed with prism glasses. There are two medical device reports associated with this consumer. This report is for the right eye.